Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient post cardiothoracic surgery was implanted with an impella rp device for bipella mechanical circulatory support. While on support, the automated impella controller (aic) had continuous low-pressure alarms after starting the impella rp support. The staff checked for leaks, and it was noted that the blue notch for the purge disc was partially detached. The console was replaced, and support continued. Additional information noted the patient's outcome as expired. Post cardiac surgery, the had a "very poor prognosis," and expired approximately after seven hours on support. Medical safety review of the event noted there is not enough information to associate the use of the device with the patient's demise.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer.